Manufacturer narrative:
The valve that leaked was dissected and all components of the ultrasite injection site were present. There were no anomalies or defects identified within the valve. The internal components of the ultrasite valve, including the valve piston, were dimensionally measured according to specification and found acceptable. Based on the results of this investigation, a definitive conclusion could not be made regarding the cause of the reported event. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or involved ultrasite valve component. If additional pertinent information becomes available, a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). One used outlook pump IV set, without packaging, was received for evaluation. A filtered extension set was observed to be connected at the distal end of the outlook pump set. The outlook pump set was subjected to an air pressure (leakage) test according to specification. Leakage was observed at the piston area of the distal ultrasite valve. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. The investigation into this reported event is ongoing. Following the receipt of additional information and/or completion of the investigation a follow-up report will be filed.

Event description:
As reported by the user facility: reports the set leaked from the lower y-site, above the add-on filtered extension set, during administration of a second chemo medication. Two chemo drugs were infused via IV piggyback. The first medication infused without incident. During administration of the second medication, the patients's shirt became wet. The set was found to be leaking at the y-site. The first medication was taxol; the reported did not have the name of the second medication that was administered.